Event description:
It was reported that during a biopsy procedure, a material piece of like needle cover was allegedly found on the tissue tray. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed lot sample of the encor biopsy probe was returned for evaluation. During visual evaluation, the sample packaging was opened, and the probe was examined. The probe appeared clean. Foreign material was noted in the sample tissue chamber and trocar tip/aperture. A crack was noted on the distal end of the protective tubing. Skiving was noted to the inside of the protective tubing. No other anomalies were identified. Functional evaluation was not performed due to the nature of the complaint. Upon further microscopic evaluation, foreign material was noted on the tip of the aperture and aperture and flash was noted to the perimeter of the sample tray and to the port cap hole on the sample tray. Therefore, the investigation is confirmed for the reported foreign material issue in trocar tip/ aperture and in the sample tissue chamber. The investigation for the identified crack is also confirmed as the crack is visible on the distal end of the protective tubing. Additional ftir analysis has been completed on the returned material to determine the material compound identified within the sample chamber. Results indicate the material to be consistent with polycarbonate. A definitive root cause for the foreign material could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4(expiry date: 09/2021), g3, h6(device). H11: h6(method, result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during a biopsy procedure, the device allegedly had a foreign material. There was no reported patient injury.